Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes that the rubber stopper remained in the tube. The following information was provided by the initial reporter: they encountered similar issues in the glue would come off ( between the colored plastic cap and the rubber)during their validation. This seems to be the case that we are experiencing at both sites.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes that the rubber stopper remained in the tube. The following information was provided by the initial reporter: they encountered similar issues in the glue would come off ( between the colored plastic cap and the rubber)during their validation. This seems to be the case that we are experiencing at both sites.

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.1 initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.